Event description:
It was reported to philips that the device went vent inop while on a patient. No further information was provided. The device was in use at the time of the event. The ventilator was swapped with no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:26may2021. G5:510k: k102985. B4:23jun2021. The authorized service personnel (asp) confirmed the issue and replaced the power management board. The system fully met specifications after the repair was completed and returned to use.